Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1078377 was satisfactory per internal procedures. Formulation, filling, autoclaving, and packaging processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and three other complaints have been taken on this batch for broken tubes. Retention samples from batch 1078377 (100 tubes) were available for inspection. No tube defects were observed in 100/100 retention samples. No broken/cracked tubes were observed in 100/100 retention samples. Performance testing was performed on the retention samples. Retention sample performance testing was satisfactory no photos were received to assist with the investigation. No returns were received to assist with the investigation. The complaint cannot be confirmed. Bd will continue to trend complaints for broken tubes and performance. Bd ships product in temperature controlled trucks to distribution centers. Distribution centers are provided with shipping and storage guidelines. Mishandling of the product and vibrations during shipping can cause broken tubes.

Event description:
It was reported that a false positive for tb was produced by the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml. Culture testing confirmed the patient's sample was negative, and the erroneous results were not reported to the clinicians. There was no report of patient impact. The following information was provided by the initial reporter: "customer went to remove a tube that had flagged as positive" "patient does not have a history of tb, and does not have any other positive cultures." "No erroneous results reported. Tech was wearing ppe."

Event description:
It was reported that a false positive for tb was produced by the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml. Culture testing confirmed the patient's sample was negative, and the erroneous results were not reported to the clinicians. There was no report of patient impact. The following information was provided by the initial reporter: "customer went to remove a tube that had flagged as positive" "patient does not have a history of tb, and does not have any other positive cultures." "No erroneous results reported. Tech was wearing ppe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.